Event description:
It was reported that the pacing lead impedance and capture thresholds were high. In (B)(6) 2011, an x-ray was performed and it was the radiologist's opinion that the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.